Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator, implanted: (B)(6) 2013 ; 6935m62 implantable tachy lead im planted: (B)(6) 2013; 507652 implantable pacing lead, implanted: (B)(6) 2013.